Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received insulin flow block alarm. The customer reported blood glucose value of 280 mg/dl at the time of event. The event involved product(s) unk_ngp. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed for insulin flow blocked alarm as customer was reporting past event and the issue was resolved. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information had been received regarding the material change that was not included in the initial report. Therefore, the correct material was changed from unk_ngp to mmt-1886. Accordingly, the additional information was added in sections b5, d1/d2a/d2b, d3, d4 and h11 of this report. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1886. No product return is required for mmt-1886.